Manufacturer narrative:
Per good faith effort (gfe) response, the fse found that the liquid crystal display (lcd) brightness was a little on the dimmer side during preventive maintenance (pm)--this was possibly due to normal usage, but all information was displayed as expected on the screen. The investigation is ongoing.

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that the device failed the liquid crystal display (lcd) brightness test, and the lcd needed be replaced. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While evaluating the device to resolve a previous missing thumbscrew issue, the authorized service provider (asp) also discovered that the device failed the liquid crystal display (lcd) brightness test and found that the lcd needed be replaced. The investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response, no parts related to the liquid crystal display (lcd) screen were replaced. It was possible that the screen may have just had its brightness turned all the way down as hospitals tend to put the brightness all the way down throughout the night. No fault was found with the screen, and the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.